Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion or morphine for non-malignant pain. The pt experienced increased pain and the hcp noted the pt had a volume discrepancy on refill. The pt was started on oral medications, including ms contin and dilaudid. The pt underwent an x-ray rotor study which showed the rotor had stopped. The catheter had good return of cerebrospinal fluid and was patent. The pt is considering another back surgery, and may have the pump replaced at that time. The pt has decided to keep the pump implanted at this time. The pt has good pain control on oral meds.